Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the pink rubber was cut, and thixotropic adhesive was missing at the light guided cover due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited pink rubber of the probe cover was cut and thixotropic (ke45) adhesive at the distal light guide cover was missing. There was no patient involvement.